Event description:
The consumer claims the heating pad was fraying at the cord and it punctured her leg while it was under her. She did seek medical attention for the injury as it was slow to heal, but is healed now. The owners manual states not to lay or lean against the heating pad.